Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported tissue damage could not be determined. Tissue damage is listed in the mitraclip system instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The xtw clip was inserted and the leaflets were grasped in an a2/p2 location, successfully reducing mr. However, when checking leaflet insertion, a jet appeared behind the clip. The physician suspected that damage had occurred on the posterior leaflet; therefore, the clip was opened, and the leaflets were re-grasped. The clip was successfully deployed, reducing mr to a grade of 2+. There was no clinically significant delay during the procedure. No additional information was provided.